Event description:
The customer reported that they were unable to pace a patient because the device was reading the heart rate incorrectly. There was not report of negative patient impact.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.